Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test (B)(4). Sensor passed with accurate readings. Unable to confirm blood at site due to customer did not return needle sensor only.

Event description:
Customer reports to that sensor was not lasting full six days. Customer also reports to have received a calibration error and experienced bleeding at site. Customer received bad sensor alert and cal errors. Customer's blood glucose was 243 mg/dl. Customer was advised that sensors would be replaced. Customer reports that blood glucose at the time of call was 49 mg/dl, which was treated with juice. No further information provided.